Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery. This 20mm x 2.0mm quantum maverick monorail balloon catheter was used for pre-dilatation. Upon the 3rd inflation, the quantum maverick balloon ruptured at 20atms (1st: 20atms / 2nd: 20atms). The device was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).